Manufacturer narrative:
(B)(4). Corrective action has been initiated for the reported issue. The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Investigation results concluded that the reported event was likely due to product design. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the surgeon opened the outer sealed packaging and noted cement in between inner and outer pouches. The surgeon tried with the second pouch present in the box and the packaging was unsealed too. No adverse consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : MFR site, report source, date received by MFR, follow up type, evaluation codes, additional narrative. The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Complaint investigation showed that the most probable root cause is related to manufacturing. Corrective action has been initiated to address the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the surgeon opened the outer sealed packaging and noted cement in between inner and outer pouches. The surgeon tried with the second pouch present in the box and the packaging was unsealed too. No adverse consequences were reported.